Event description:
The customer reported a malfunction detected during preventive maintenance. There was no reported patient involvement/adverse patient impact.

Event description:
During preventive maintenance a philips field service engineer identified that the customer did not have a battery for their heartstart xl device. There was no patient involvement.

Manufacturer narrative:
.